Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The error log from the device was analyzed and the reported errors were confirmed. Long term testing (24 hours) was performed with five different hls sets, however the reported symptom could not be reproduced under normal use conditions. The error was only able to be reproduced when the oxygenator was detached and moved 5 mm or more away from the cardiohelp drive which points to a possible handling/use error. Reference complaint (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6) hospital in (B)(6) it was reported that after 10 days following an ECMO procedure, the cardiohelp-I. Serial number (B)(4) displayed a disposable error and the pump stopped. The emergency drive was used to resume flow. After restarting the cardiohelp operated without problems. For the other event reported in this complaint a separate medwatch (report #8010762-2015-00797) is being submitted. Reference complaint (B)(4).